Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported solution leaked at the connection between the vent and the tubing of sterile repeater pump tube set while still in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 29, 2022 and october 03, 2022. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed using sterile water and no leak could be observed from the tube set. A repeater pump system testing was performed on the tube set at all pump speeds with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.